Event description:
During treatment of the right superficial femoral artery deployment, difficulty, which lead to partial stent deployment occurred. After predilatation, the smart control stent system crossed the lesion without difficulty. However, during deployment of the stent, difficulty was encountered, as the physician felt resistance and indicated the stent system could not be deployed or pulled back. Consequently, after struggling for several minutes, the physician advanced the powerflex p3 balloon between the stent system (with stent partially deployed [which has been coded as "other") and vessel wall and squeezed the stent system in which the physician was then able pull it back through 10french long sheath. The physician examined the devices and subsequently noted the balloon had ruptured.

Manufacturer narrative:
The device is available for evaluation and testing; however, it has not been received as of to date (which is indicated as "other). Additional information has been requested and will be submitted within 30 days upon receipt.